Event description:
After consulting with a vascular surgeon, the physician decided to use a snare contralaterally, to remove the j segment and the pt's artery. No further complications were reported. The components were returned to datascope for eval.

Event description:
The customer reported that following a diagnostic catheterization procedure on june 8, 2000, a vasoseal es was deployed. Following deployment, it was discovered that the j segment of the locator had broken off. A fluoroscopy was perfomed to determine the location of the j segment. These results have not been made known to datascope at this date. A vascular surgeon was called in by the physician to discuss the case. No complications were reported at the time of the original report. Datascope will make every effort to obtain more info regarding this incident and the pt outcome.